Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) reviewed the logs and identified an error corresponding to the surgeon taking their hands off the master tool manipulator (mtm) while in following mode. No further field action was required. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, universal surgical manipulator (usm) 4 with a monopolar curved scissors (mcs) instrument installed drifted during use. The mcs instrument contacted a branch of the superficial epigastric and caused a bleed. This event resulted in approximately a 10-20ml blood loss. The surgeon repaired the bleed by cauterizing the vessel and continued the procedure. It was determined that the surgeon removed his fingers from the master tool manipulator (mtm) loops to get a better grip while leaving his head in the surgeon side console (ssc). The patient did well post-operatively with no reported complications. No instrument-to-instrument or arm-to-arm interference occurred. No external collisions were reported. No photos or videos are available for review. The procedure was completed robotically.

Manufacturer narrative:
An investigation of the event information was conducted by an intuitive surgical, inc. (Isi) quality engineer. Based on a review of the qe investigation, no additional information was provided.

Event description:
Refer to h11 for follow-up information.